Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient as of the date of this report. This report is submitted on february 07, 2022.

Manufacturer narrative:
It was reported that the internal magnet had extruded. The implanted device remains. This report is submitted on 7 april 2021.

Manufacturer narrative:
This report is submitted on march 19, 2021.

Event description:
It was reported the patient developed an infection at the magnet site, and was hospitalised (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.